Event description:
On 22-sep-2025, it was reported that a beta bionics ilet user received repeated alert 42 errors and experienced a hyperglycemic episode with a peak blood glucose value of 349 mg/dl. The user restarted the device, which temporarily resolved the alert. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.